Manufacturer narrative:
An investigation summary was performed ¿ it was reported that a thread from the distal tip of a screw driver holding sleeve ¿sheared off¿ during a procedure. The fragment was able to be retrieved from the patient without surgical delay. The returned instrument (03.632.036; lot 6732453) was examined and the complaint condition was able to be confirmed as the holding sleeve is missing a portion of the threaded tip. A definitive root cause was unable to be determined however the failure mode is consistent with rough handling over the life of the instrument (4+ years). The 5mm fragment was not returned, however, according to the complaint description it was successfully retrieved without delay. A definitive root cause was unable to be determined however the failure mode is consistent with rough handling over the life of the instrument (4+ years). Drawings for the sleeve were reviewed during the evaluation. A deign change was implemented to address the failure mode of the thread tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned instrument was manufactured in july 2011, after these changes were applied. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ 03.632.036; lot 6732453. Released: 12/16/11. (B)(4) manufactured the holding sleeve ¿ long for matrix, p/n 03.632.036, and lot number 6732453. The supplier¿s certificate of compliance indicates the parts were manufactured to p/n 03.632.036, and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet completed 12/15/2011. No ncrs were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: during surgery for a spine decompression and fusion at the l4-l5 disc level while the surgeon was implanting pedicle screw, he noticed a metal strip or thread in patient. Surgeon examined the driver sleeve and determined one of the threads had sheared off during use. The fragment fell inside the patient and was retrieved by the surgeon using suction and forceps. Surgery was completed successfully with no time delay and no harm to the patient. Another driver was available in the operating room for use. This is report 1 of 1 for (B)(4).